Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 30mm watchman laa closure device was implanted. There was no thrombosis confirmed upon tee during follow-up approximately 45 days post procedure. At that time, anticoagulant (edoxaban: eliquis) was discontinued. At the 6-month follow-up, device thrombosis was confirmed by contrast CT and was approximately 1cmx2cm. Tee was not performed due to covid-19. Medication was changed to eliquis and plavix and follow-up will be performed again in the next 2 to 3 months. There was no adverse health hazard to the patient. It was further reported that on (B)(6) 2021 a device related thrombus was noted. Medical treatment and/or a surgical procedure was performed but the details are unknown.

Manufacturer narrative:
B3 - date of event: estimated based on aware date of 13jul2020.

Manufacturer narrative:
Date of event: estimated based on aware date of (B)(6) 2020.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 30mm watchman laa closure device was implanted. There was no thrombosis confirmed upon tee during follow-up approximately 45 days post procedure. At that time, anticoagulant (edoxaban: eliquis) was discontinued. At the 6-month follow-up, device thrombosis was confirmed by contrast CT and was approximately 1cmx2cm. Tee was not performed due to covid-19. Medication was changed to eliquis and plavix and follow-up will be performed again in the next 2 to 3 months. There was no adverse health hazard to the patient.